Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant falsely elevated cardiac troponin I (tni) result obtained on the dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. No other samples were reported to have issues and the quality control and calibration were within limits. No product non-conformance was identified with the assay or analyzer. The cause of the event is unknown. The customer has not observed any further issues since this singular event. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same day and a lower result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.